Event description:
The product's heat function had malfunctioned. It occurred a number of years before being reported so there are no details. However other reports of a similar incident indicated potential safety risk so report is submitted.

Manufacturer narrative:
The heating function was disabled.